Event description:
New information received noted that the right atrial and right ventricular leads were explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27035. It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on right atrial (ra) and right ventricular (rv) leads. Leads integrity issues were suspected. Leads revision was mentioned. No patient symptoms were reported. The patient would continue to be monitored.